Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot#: 0209168057, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 309328, serial/lot #: (B)(4), ubd: 24-nov-2018, UDI#: (B)(4), (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider of a clinical study via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for idiopathic urinary incontinence. It was reported that the patient experienced acute pain at the ins site. No cause identified. The pain resolved without action taken. It was mentioned that impedances were > 4,000 ohms; the cause suspected is a connection issue between the lead and ins. The ins was approaching expected normal end of life. In case the patient experiences new pain, they will contact the physician for a new assessment. The issue was resolved at the time of this report. No surgical intervention occurred, nor was planned. The patient was alive with no injury. The event was assessed as not serious, related to the ins, and not related to the procedure. No further complications were reported or anticipated.